Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data present is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Report received indicated the pt trailed the product, which undermined within 24 hrs and upon removal redness was noted under the entire tape collar. The pt tried another wafer a few days later with the same results. No further info was provided and the pt outcome was not reported.